Event description:
Device malfunction: partial stent dislodgement from balloon. Time of malfunction: during the procedure. Symptoms/ae: none. Reportedly, the omnilink would not cross the heavily calcified lesion. Another unspecified abbott device was deployed successfully. Additionally, the omnilink was received with the stent implant partially dislodged from the balloon and moved 1 cm distally on the balloon. There were no adverse received effects. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed the protective sheath was not returned. There was no contrast visible and no kinks or damage was noted to the inner member of tip. There was blood visible on the shaft and balloon. The stent was mislocated on the balloon. The distal end of the stent implant was .5mm distal to the end of the tip. There was no damage noted to the stent. The balloon was tightly folded and crimp marks were found between the markers. The outside dimensions (od) and the tip entry od were measured and met manufacturing criteria. The tip outside dimension conformed within product specification. Production visually inspects the stent 100 percent prior to sheathing and packaging. The mis-location of the stent appears to be procedural related as the stent may have caught on calcified plaque; however, a root cause could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.